Manufacturer narrative:
Patient identifier = (B)(6). An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer reported falsely elevated architect estradiol results on one patient. The results provided were: on (B)(6) 2019 (B)(6) after intrauterine surgery the estradiol = 1253pg/ml (follicular phase 21-251; ovulation phase 38-649; luteal phase 21-312; postmenopausal = </=25)/ at a different hospital on (B)(6) 2019 with the beckman method = 22pg/ml. The patient took mifepristone to soften her cervix prior to surgery. There was no reported impact to patient management.